Event description:
On (B)(6) 2026 a peritoneal dialysis patient (pt) contacted fresenius technical support (ts) inquiring about the ultrafiltration (uf) and why they were getting so many uf negatives. The patient does do continuous ambulatory peritoneal dialysis (capd) after they are done with treatment (tx) and they are draining between 4100ml-4200ml. Per the patient they only drain the fluid but do not refill. The patient experienced an increased intraperitoneal volume (iipv) event coincident with their peritoneal dialysis (pd) therapy on (B)(6) 2026. The event was discovered while reviewing the patient¿s treatment records. A review of the patient¿s treatment records identified that the patient drained 4200 ml during drain 4 of the treatment. This drain volume for drain 4 is 186% of the patient's prescribed fill volume of 2250 ml. Upon follow-up conducted on 07/09/2026, the patient confirmed the reported overfill event discovered during their tx data on (B)(6) 2026. Per the patient they do not do a daytime manual exchange and their last drain is a manual drain. Per the patient during their manual drains they were draining a significant amount, which was way more than usual. The patient confirmed that there is no presence of fibrin and they are not constipated. The patient confirmed that during the overfill event they always felt very full and uncomfortable. The patient confirmed that the additional manual drain did always help alleviate the extra fluid intake. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient was able to complete treatment the day of the reported event. The patient has recovered from the event.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.